Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, which resulted in hypoglycemia. The customer was admitted into the hospital and was in a diabetic coma. The blood glucose results and treatment received at the hospital was not provided. The patient was discharged from the hospital the following day. The patient is now using insulin pen therapy and is in stable condition.